Event description:
It was reported the pt stopped using and charging her ipg since receiving letter related to heating while charging. The pt reported that her ipg no longer communicates with any of the external devices. An sjm rep contacted the pt and confirmed the issue. The next course of action has not been determined. On (B)(4) 2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charing events and other non-reported events was expected. The organization has made the decision to include the charging sys with regard to heating while charging issues related to this letter. The charging system has been added to this event as a new device report with the supplemental info regarding the ipg.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.